Manufacturer narrative:
Film evaluation summary: the reported endoleak seen following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Analysis of the returned images did not reveal any out of specification stent graft integrity issues. A type iiia junctional endoleak seems unlikely as there appeared to be sufficient component overlap at all limb junctions. While a type iii fabric endoleak from a fabric tear cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Localized contrast blush was seen along a 10mm length on both sides of the contra limb, between the level of the gate ring and the proximal end of the right extension. This likely endoleak source was located where the stent grafts had expanded from the 14mm gate to the 20mm contra limb, and where the fabric transitioned from 2 overlapping layers at the gate (with no leak) to 1 layer (endoleak) and back to 2 layers (no endoleak) at the junction of the contra extension. It is possible that this likely type IV endoleak may have been exacerbated by slight fabric stretching resulting from the observed stent expansion as the contra limb exited from the gate. The contrast also appeared of larger strength while injecting from the retrograde direction just below the gate. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The procedure time was noted to have commenced at 10:04 and completed at 13:10. 5000 units of heparin was administered during the procedure. It was reported during the index procedure, etbf2516c124 was implanted via the left and the left side extended with a etlw1620c93. The right side was extended with etlw1620c82 and then etew2020c82ee. Final run was performed and there appeared to be a endoleak suspected to be a fabric tear in etlw1620c82 on the right side. The physician re-lined with etlw1620c82 and the endoleak was confirmed as resolved. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.